Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out-of-range shock impedance measurements on the right ventricular (rv) lead. The patient presented to the emergency department for an in-person review as their next clinic visit was in a few weeks. Upon device review, noise was not visible with myopotential testing; however, it was reproducible with pocket manipulation, and it was confirmed that the noise was sensed, resulting in anti-tachycardia pacing (atp) delivered. The patient did not report being symptomatic. A chest x-ray was performed, and the physician opted to deactivate tachy therapies, admit and monitor the patient for a possible replacement procedure. Lead integrity concerns were also discussed. No additional adverse patient effects were reported. This device remains in service.